Event description:
During a robotic laparoscopic colon the monopolar cord sparked a flame. The monopolar cord was being used a directed. Manufacturer response for monopolar cord, (brand not provided) (per site reporter): they explained that the device is usable to until it breaks or frays but it also has a certain number of uses, some have expiration dates.